Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information and correction. Updated fields: b5, d4, d8, d9, d10, e3, g2, h2, h3, h4, h6, h10, h11. Corrected fields: b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged couple device unit is damaged. Based on the results of the investigation, it is likely the following led to the malfunction: the image blur was due to a damaged charged coupled device unit, with a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred after a laparoscopic procedure with no surgical delay. The procedure was completed using the same set of equipment.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Health professional ¿ (blank) and e3: occupation ¿ no information provided.

Event description:
It was reported the rigid video scope had a blurry image and the universal cord protector had coating peeling. There were no reports of patient harm.